Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker reached end of life (eol) 8 years post implant. The device was explanted due to normal battery depletion. However, per boston scientific product performance report this pacemaker had 9-11 years longevity expectation. Pacemaker was in the hospital possession so it will not be known if this will be returned or not. No adverse patient effects were reported.